Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome and spinal pain. The healthcare provider requested MRI compatibility guidelines. The hcp stated that the patient told them their stimulation does not turn on, and the device will not charge. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# unknown implanted: explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) was reporting that they had no idea what the cause of the patient's stimulation not turning on and their device not charging was as they had not seen them since (B)(4) 2018. No actions were reported. It was reported that the patient's weight was (B)(6) pounds at their last office visit on (B)(6) 2018. No further complications were reported/anticipated.